Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during preparation for surgery, the vinyl tip part was torn. Instrument was not used for the patient. Another device was used.